Event description:
It was reported that a sling procedure was performed in 2002. At one day post op, the patient began experiencing voiding dysfunctions, which includes hesitancy and poor stream. Patient was experiencing urinary retention and post void dribbling. A sling release was performed under local anesthesia 2 months later. Patient is now voiding well, however, the urinary incontinence continues. The severity of urinary incontinence is not clear at this time.